Event description:
The customer returned the gastrointestinal videoscope to olympus for inspection. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, the nozzle was obstructed with foreign debris, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Event date: (B)(6) 2021. During inspection of the returned device, the nozzle was found to be obstructed with foreign debris. Scratches were found on the image guide protector, the grip, the control body side cover, the universal cord, the control body side connector and light guide cover. Both the objective and light guide lens were chipped and the control body cover had a dent. The adhesive on the rubber of the bending section cover was worn and the indication of the side connector was peeling. Cuts were found on the switch button number 3 and the universal cord protector on the side connector. The protector of the universal cord on the control section side was dirty, the light guide bundle had breakage and the charged coupled device (ccd) was damaged causing shadows in the image. As a result of the obstructed nozzle, the water removal ability of the scope does not meet the standard requirement. The damaged channel and deformed connectors caused the water tightness to be lost. The investigation is ongoing and follow up with the user facility is in process. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction: the aware date for the initial medwatch is 21dec2022 and not 23dec2022. The investigation is ongoing and follow up with the user facility is in process. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications upon release. Based on the results of the investigation, it is likely that the following led to the malfunction: as the device had a leak, reprocessing may have been insufficient. Delayed reprocessing, storage environment, substance from used chemicals, and others could be potential causes/contributors. A definitive root cause cannot be identified. Users can detect and prevent the suggested event properly by handling the device in accordance with the following the instructions for use (IFU): IFU (reprocessing manual) says about reprocessing to be performed immediately after procedure as below: ¿insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ moreover, IFU (reprocessing manual) specifies as below: ¿to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use.¿ additionally, IFU (operation manual) instructs to reprocess device before returning for repair as below: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection-control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor the field performance of this device.